Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during, an in-service, the cardiosave intra-aortic balloon pump (iabp) unit continued to alarm autofill failure regardless of troubleshooting techniques, including switching out the balloon catheter itself. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional point of contact :name - (B)(6). Getinge fst evaluated the iabp that the unit is not faulty, and is working within manufacturer's specifications. The customer was trying to use faulty catheters & thought the problem was within the unit itself. Fst sent them a known-good test catheter and autofill passed on the first try. Fst sent the biomed an estimate to buy a non-sterile catheter for their internal trainings, and am awaiting their decision.